Event description:
It was reported that the 6800 system had a loose power cord causing the system to shut down. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was tightened during the service call. The system was tested and found to be working as intended and placed back into service.